Manufacturer narrative:
This report is for an unknown locking screw/unknown lot. Unknown date in (B)(6) 2014. Part of device remained in patient; device was not explanted. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that there was a revision procedure due to a nonunion and the most distal locking screw failed; the head of the screw broke off and the plate was protruding. The head of that screw was removed and the shaft remained in the patient. Three cortex screws were also removed. The plate remained in the patient and new screws were inserted. The procedure was completed successfully. This report is for an unknown locking screw. This is report 1 of 2 for (B)(4).